Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), increased impedance measurements was observed. The observation occurred prior to wound closure. Subsequently, the crt-p was explanted, and a new device was successfully implanted instead. No adverse patient effects were reported. The explanted crt-p is expected to be returned for analysis.